Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, instrument log review, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. A sensitivity testing protocol was executed using lot 85431li00 testing met acceptance criteria and determined the reagent is performing acceptably. A review of the instrument log files was performed. The sample showed an aspiration error in the initial test on (B)(6) 2018, which leads to the conclusion that the issue could be related to sample integrity issues like fibrin presence in the sample. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, lot 85431li00 was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in-process.

Event description:
The customer observed a (B)(6) result while using the architect hiv ag/ab combo assay. The customer provided the following data for a male patient: on (B)(6) 2018 (sid (B)(6)): initial (B)(6), sample repeated on the instrument of another technique (roche) and was also (B)(6). A new sample was drawn, tested on (B)(6) 2018 with a result of (B)(6), sample recentrifuged and run with a result of (B)(6). The second sample was run on another technique (roche) on (B)(6) and produced a (B)(6)result. The sample was run a third time without centrifuging and generated a result of (B)(6). The specimen was tested using the western blot method and was (B)(6). No adverse impact to patient management has been reported. No additional patient information was provided.